Event description:
The pt's wife reported that about a month ago, the pt started having several episodes of low blood glucose readings, going as low as 21 mg/dl. She stated that during that time he felt "disoriented." The pt corrected the low blood glucose by eating a cupcake and a "couple" of sandwiches. She stated the pt went to his doctor in 2007 and the doctor made adjustments to his basal and bolus amounts. She stated the pt has also had a few high blood glucose readings. The pt's wife stated, he eats too much when he is low and this causes high readings. She stated that about 3 weeks ago, the pt had a blood glucose reading of 480 mg/dl and had a difficult time for 2 days. She stated he was "tired" and could only get a normal reading after changing his infusion site for the second time. The pt's wife stated, the pt has had no physiological difficulty since that time but was calling as the infusion device had given an (88) technical inspection alert. Troubleshooting did not reveal any issues with the product. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.